Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed power and flow elevations; however, a specific cause as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported over the phone by the patient that they were having flow readings of 9 lpm and power elevations over 7 watts on (B)(6) 2021. The vad coordinator requested that the patient come in for labs (lactate dehydrogenase (ldh), basic metabolic panel (bmp), b-type natriuretic peptide (bnp)) and interrogation of their device and log files. They did not report any changes in urine color or heart failure symptoms. The patient¿s speed was reported to be 8800 rpm and their inr was 1.9 on (B)(6) 2021. According to the vad coordinator, the patient¿s flow was fluctuating between 11.3 and the blank flow display on the system monitor. Their power was reading as 8.0 watts the submitted log file contained data from 08:13:24 on (B)(6) 2021 through 10:28:08 on (B)(6)2021, per the timestamps. Several blank flow displays were captured on (B)(6) 2021. Throughout the captured data, elevations in pump power as high as 10.1 w were captured. Corresponding elevations in pump flow, as high as 12.0 lpm, were also captured. The pump operated above the low speed limit for the duration of the log file. A specific cause for these findings could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. C contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported flow reading of 9 lpm, power elevation over 7 watts. The patient did not report any changes in urine color, no heart failure symptoms. Speed was set at 8800 rpms, international normalized ratio (inr) was 1.9. The patient¿s flows were 11.3 and kept showing +++ on the monitor then back down to 11.3. Power was 8.0. There were no unusual events recorded in the log file event history submitted. The hospital considered admitting the patient with additional anticoagulation and observation and recommended hydration. Additional information was requested but not yet provided.